Event description:
This case was reported by a consumer and described the occurrence of lung cancer in a pt who used poligrip (super poligrip extra care with poliseal) for loose dentures. The consumer contacted MFR regarding a product quality complaint. A physician or other health care professional has not verified this report. The pt's past medical history included cigarette smoking, prostate cancer and a prostate resection. In 2003, the pt started using poligrip (dental). In the summer of 2004, the pt underwent their annual physical exam which included a chest x-ray and a spot on their left lung was noted. Their underwent a pet scan and was subsequently diagnosed with lung cancer. In october 2004, the pt underwent a removal of their left upper lobe and was hospitalized for seven days. The pt was treated with oxycodone. The pt did not require chemotherapy or radiation and is reportedly "clear" of cancer. The pt continued to use the super poligrip until december 2004 when pt began to experience intermittent nausea and constipation, which are improving. Treatment with poligrip was discontinued.